Manufacturer narrative:
The customer replaced the architect drying tip which resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number (B)(4), after the drying tip was replaced. A review of the architect (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect c4000 platform found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the architect drying tip associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4), or the architect drying tip. Correction: d. Suspect medical device: changed from magnesium list 03p68-22 to architect c4000 list 02p24-40

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported discrepant magnesium (mg) results generated on the architect analyzer on one patient. Results provided: (B)(6) 2019 sid (B)(6) = 0.4404 / 1.1383 / 0.4467 mmol/l. (Normal range: (0.66-1.07 mmol/l). There was no impact to patient management reported.